Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.